Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s implantable cardioverter defibrillator had intermittent post-paced t-wave oversensing on the ventricular channel. It was further noted that the patient fell the same day. The device was reprogrammed.